Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test at 0.08815 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the alleging the insulin pump was over delivery. The customer¿s blood glucose level was 70 mg/dl at the time of incident and current blood glucose level was 148 mg/dl. Customer¿s other blood glucose level was over 350 mg/dl. The customer treated with the drink soda. Customer stated that they are not able to describe any possible damage to the drive support cap. Troubleshooting was performed. The product will be returned for analysis.